Manufacturer narrative:
Concomitant products: product ID: 8781, lot# n648587004, implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received gabalon (unknown concentration, unknown dose) in an implantable pump for cerebral infarction. The patient history and concomitant medications were not reported. Beginning in (B)(6) 2017, the patient experienced fluid retention (also reported as swelling) at the implant site. Although, the spasticity was well controlled (also reported as effectively working, favorable). Since the swelling did not resolve, fluid aspiration occurred. A total of 470ml of liquid was observed at the implant site ((B)(6) 2017). The "water taken out" was clear and neither infection or "liquorrhea" (also reported as cerebrospinal fluid) was observed. The event was on going and considered non-serious. During a refill procedure on (B)(6) 2017, accumulation of liquid at the implant site was observed again. No further actions or surgical intervention were reported. It was noted aspiration of baclofen through the catheter access port could not be done, so imaging effect could not be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.